Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded a result of 0.17 ng/ml at 0400 am. The subsequent troponin was 0.00 ng/ml at 0420 am. Lab result was 0.01 ng/ml at 0420 am on the beckman access. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).